Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: sc-2317-70, model: m365sc2317700, serial: (B)(4) and batch: 7075037/7072523.

Event description:
It was reported that the patient could not feel the paresthesia and was experiencing inadequate pain relief. The patient was reprogrammed however, it did not solve the issue. The patient underwent a revision procedure wherein everything was explanted and were not returned as they were discarded by the medical facility.